Event description:
It was reported that during a remote follow-up, episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing and fusion beats were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.